Manufacturer narrative:
This product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting the similar product v-trak hydrosoft 3d. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported during a coil embolization treatment for a type 1a endoleak, the coil could not be positioned properly in a gap between a stent graft and the abdominal aorta, so the physician decided to not implant the coil. During removal, the coil stretched. A snare was used to remove the coil from the patient. The procedure was successfully completed without a replacement. Patient condition was reported as no health damage.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The investigation of the returned coil system found the implant completely stretched and separated from the pusher. The stretched condition is consistent with the coil becoming stuck or experiencing friction during withdrawal from the target site (i.e., stuck on previously implanted coils or the tip of the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.